Event description:
Caller reported the customer had a mobile system blood glucose result of 19.5 mmol/l at 07:10 am. In response to the result, he added 2 units of novomix 30 insulin to his morning prescription of 20 units. He then ate breakfast and went to school. About two hours later, the school contacted the customer's caretaker had an aviva nano system result of 0.9 mmol/l at a time when he was experiencing symptoms of hypoglycemia. The customer was treated by being given some chocolate and a glucose drink by a teacher. No adverse event was reported. A request was made for the return of the meter and strips.

Event description:
Caller reported the customer had a mobile system blood glucose result of 19.5 mmol/l at 07:10 am. In response to the result, he added 2 units of novomix 30 insulin to his morning prescription of 20 units. He then ate breakfast and went to school. About two hours later, the school contacted the customer's caretaker as the customer had an aviva nano system result of 0.9 mmol/l at a time when he was experiencing symptoms of hypoglycemia. The customer was treated by being given some chocolate and a glucose drink by a teacher. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).